Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a push plunger, but there was greater than normal resistance. The customer was advised the alarm was caused by a reservoir and set connection. The customer declined to return the product for analysis.